Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the shaft broke 25 cm from the hub. The procedure was completed with another balloon catheter followed by a stent. The patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4)

Event description:
It was reported that shaft break occurred. A 2.0x8mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft fractured inside the guide catheter. The device was completely removed from the patient's body. No patient complications were reported.